Manufacturer narrative:
Corrections: b1 death and date of death was inadvertently omitted b5 inadvertently omitted patient outcome. E4. The investigation of the reported failure mode has been completed. No product was received for evaluation. Thrombosis: the cause of the injury was unable to be determined due to insufficient clinical details. Pump suction: clinical details noted that suction alarms were noted after pump was initiated. Additionally, 2 days after pump insertion, intermittent suction alarms were noted. Data logs were reviewed and the log showed intermittent suction alarms throughout support with variable placement signal. The cause of the pump suction was a patient condition related issue based on data logs and clinical details. Placement signal issue: clinical details noted that placement signal pressures started to increase gradually with calculated flows decreased. The cause of the placement signal issue was a patient condition related issue based on clinical details and data log analysis. Device history review: the device passed all the post sterile inspection checks.

Event description:
The patient condition continued to deteriorate and patient was made care/comfort and expired.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Around 4 am this morning, the vav ECMO support was increased from 4 l/min to 6.2 l/min. After this the placement signal pressures started to increase gradually to 160-170 mmhg, while calculated flows decreased to 0.1-0.3 l/min. Initial flows on p6 were 2.4-2.9. The ECMO return cannula is situated by the rp inlet. No change in motor current noted. Anticoagulation started and possibilities of clot ingestion vs sensor malfunction discussed. Csc called and they reviewed waveforms and trends and believe it is a sensor issue instead of clot. Explained this reasoning to the medical team and they were appreciative of the input and are comfortable operating on the assumption that the rp is still flowing at an appropriate rate based on motor current.